Event description:
Oversensing was observed on egm. Lead damage was suspected. The lead remains implanted.

Event description:
New information notes that a gradual increase in the hv lead impedance was observed. Noise was observed during nips testing. Externalized conductors between the rv and svc coil were observed via fluoroscopy. During the explant, lead fracture was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.